Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the patient was hospitalized with a low blood glucose of 13 mg/dl. The caller stated that she may have over bolused herself. Troubleshooting was performed, and three to four boluses were found in the bolus history within ten minutes of each other. It was stated that the device was not exposed to high magnetic fields. The unit passed the displacement test. The husband felt confident that the device was working properly, and declined further troubleshooting. Nothing further was reported.